Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of her son (the patient) alleging that air bubbles started appearing in the tubing a week earlier. The reporter indicated that she was drawing insulin out of an insulin pen and cycling the cartridge 2+ times. The reporter also mentioned that she was using room temperature insulin and let the cartridge set for about 30 minutes. The reporter claimed that no visible bubbles were observed except for champagne bubbles. The patient's mother claimed that bubbles would appear in the tubing 24 hours after changing the site/set. The patient reportedly changed the site/set on (B)(6) 2011, at an unspecified time and the next day at lunchtime, the patient's blood glucose (bg) level was in the "400's" mg/dl. Bubbles were observed throughout the tubing. The reporter claimed that the patient had developed symptoms of frequent urination and irritability. The patient was not feeling well. The animas representative involved in this contact advised the reporter that champagne bubbles can form into bigger bubbles in the tubing. The representative also instructed the reporter to use a cartridge from a different box if the air bubble issue continued and to call animas for assistance. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with severe hyperglycemia. However, the reported injury can be attributed to possible use-error since champagne bubbles were observed in the cartridge and the reporter was informed that the champagne bubbles can form into larger bubbles.

Manufacturer narrative:
The cartridge(s) has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Retain testing could not be completed at this time since the lot # of the reported cartridge(s) is unknown. (B)(6).